Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot #: not provided.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately when compared to her feeling/ normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013. The patient reportedly obtained blood glucose readings of ¿hi¿ (on july 1 at 8:30 am) and ¿378 mg/dl¿ (an hour later). The patient¿s testing frequency and normal blood glucose range are not clear, however, according to the csr¿s documentation, the patient manages her diabetes with insulin (self adjuster) and in response to the alleged product issue, the patient reportedly discontinued his humalog regimen that day. According to the csr¿s documentation, as a result of the alleged issue the patient reportedly developed symptoms of headache, sweating, and felt faint. The patient, however, denied receiving any form of treatment after the alleged issue began. The patient¿s blood glucose reading prior to and/or at the onset of his reported symptoms is not known, it is not clear if the patient correlated his reported symptoms with high or low blood glucose, and it is not known when the patient¿s symptoms abated. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.